Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection was due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. The charger had defective components q1, d4, d13, and d14. The root cause for the defective components cannot be positively determined, but is likely due to random component failure. No adverse event resulted from the defective connector. The pt received a replacement charger.

Event description:
An (B)(6) male pt contacted zoll lifecor customer support to report that her battery charger was not charging the batteries. The pt was sent a replacement charger.